Event description:
A site representative, instrument coordinator, reported an inaccuracy that occurred while in an ear, nose & throat (ent) procedure. The site representative referred to the issue as a damaged suction, as all other instruments appeared to track accurately. No actual measurements, or specifics of the procedure, were provided. No further details regarding the damage, or how it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome reported.

Manufacturer narrative:
A medtronic representative reported that after being notified of the issue the rep went to site to test the instruments and complete a system checkout. The site has 3 instrument trays and the rep tested all instruments in all 3 trays. The rep found one 90 degree suction that would not verify and assumed this was the cause of the reported issue. The rep turned in the instrument to the instrument coordinator and notified him it was not functional.

Manufacturer narrative:
(B)(4). On (B)(6) 2014, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts have been returned to manufacturer for analysis.